Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The blood glucose reading was reported to be greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test could not be performed because a tubing clamp was not available during the phone call. A tubing clamp was sent to the customer, and it was advised that the customer back to perform the high pressure test. Nothing further was reported.